Event description:
Pt reported that she needs a new pump old one broke. No further information available. Unknown if pt missed a dose, no adverse event reported, unknown if pt has broken pump for return. Dose or amount and frequency: infuse 10gm (50ml) subcutaneously on one day and 4gm (20ml) on another day every week hizentra 20%. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function; other common variable immunodeficiencies. Reported to (B)(6) by: patient/caregiver.